Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept dying and he tried different battery cap and the screen was blank. The customer¿s blood glucose level was 350+ mg/dl. The customer also reported battery out limit. The customer treated with insulin pump. The customer was in the hospital for diabetes ketoacidosis but was not wearing the insulin pump at the time of the hospitalization because he had already called and was advised to discontinue using the pump. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit alarm and no blank display anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.